Event description:
Philips received a complaint by the customer on the v60 indicating that a 110b "proximal pressure sensor autozero failed" alarm error occurred during pre-delivery checking in the sales office. The device kept operating when the 110b alarm error occurred. There was no reported delay in therapy as there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 110b "proximal pressure sensor autozero failed" alarm error occurred. The service engineer inspected the device and performed a running test to confirm the issue, but the issue could not be reproduced; however, since the 110b error code was confirmed in the event log, the service engineer replaced solenoid valves 3 and 4 valves. After confirming that the software version was 3.20, cleaning the device, and performing running and functional tests, the service engineer returned the device to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.